Event description:
It was reported to philips that the device had a system failure. There was no patient involvement. The device was received by the bench for repair. The noted failure was identified during inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the processor pca would need to be replaced. One therapy pca was returned for failure analysis. The reported allegation was verified / duplicated during lab tests. The processor pca had transformer t1003 with a lifted pin. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The customer was provided a quote for the repair. Once the customer approved the repair the device will be brought back to working condition. No further evaluation is required at this time.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a system failure. There was no patient involvement.